Event description:
A malfunction alarm identified as malf 24 was reported by the customer. Due to this issue, the customer's blood glucose level exceeded 500 mg/dl, displaying as "high." To address the high blood glucose, the customer performed a correction injection using multiple daily injections (mdi). Technical support decided to replace the malfunctioning pump, confirmed the shipping address, and sent a replacement pump to the customer. Additionally, instructions were given for putting the pump into storage mode and returning the faulty pump to tandem.